Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " contents: povidone-iodine swabsticks (3). Visually inspect the product for any imperfections or surface deterioration prior to use. Prep patient with povidone-iodine swabsticks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the iodine swabs were missing; however, the remaining tray items, were used on the patient. The facility confirmed that additional iodine swabs were available for use, and were used to insert the catheter.